Event description:
New information received notes that the previously reported over-sensing was noise-related.

Event description:
It was reported that the patient presented in clinic for right ventricular (rv) lead revision. It was previously noted that the rv lead had exhibited unspecified over-sensing. The rv lead was explanted and replaced. Patient condition was stable. Further information was requested but not received.